Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01568, 1627487-2020-01569, 1627487-2020-01572, 1627487-2020-01573. It was reported that the patient had an erosion which lead to an infection at the lead and extension site junction behind the ear. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient had their entire system explanted. No abbott rep was present at the time of surgery.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-01568, 1627487-2020-01569, 1627487-2020-01572, and 1627487-2020-01573. Follow-up revealed the infection resolved over time.